Manufacturer narrative:
Internal complaint reference: (B)(4). Laufer, a., frommer, a., gosheger, g., roedl, r., schiedel, f., broeking, j. N., ... & vogt, b. (2020). Reconstructive approaches in surgical management of congenital pseudarthrosis of the tibia. Journal of clinical medicine, 9(12), 4132. Doi: 10.3390/jcm9124132.

Event description:
It was reported that, on literature review "reconstructive approaches in surgical management of congenital pseudarthrosis of the tibia", 9 patients treated with a taylor spatial frame fixator, that were part of two groups (group a and b) based on a reconstructive procedure performed on them to treat congenital pseudoarthrosis of the tibia, experienced several complications. In group a the surgical treatment consisted of excision of the pseudoarthrosis and fibrous hamartoma and extrafocal corticotomy at the proximal tibia, subsequently followed by bone transport with diaphyseal transfer through external fixation. In group b, autologous bone grafting was performed after excision of the pseudarthrosis, before inducing acute compression of the bone ends, resulting in shortening of the lower leg. Extrafocal proximal tibial lengthening by distraction osteogenesis using external fixation was either done previously or simultaneously to reconstitute length. In group a, one patient experienced a distal femoral fracture which occurred during bone transport and one patient experienced a dislocation of the fixation screws. In group b, two patients experienced distal femoral fractures occurring during distraction which required adaption of the external fixation to stabilize the fracture, four patients experienced infections at the pin site insertion and one patient experienced a dislocation of a fixation screw. Further information on how were these adverse events treated are unknown at this time. The outcome of the patient's is unknown and no further information is available at this time.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no further information is available. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, patient anatomy, abnormal loading of limb, contamination, patient reaction or post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.